Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the flat surface of the device broke when the end of the device was hit with a mallet. The procedure was completed successfully. The rep reported the fragment did not touch the patient, and bone quality was sclerotic.